Manufacturer narrative:
No original belt clip received with insulin pump. Broken reservoir tube lip and missing reservoir tube o-ring noted. Cracked lcd window, cracked case at lcd window corners, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Event description:
Customer called to report damage to the insulin pump. Customer reported that there is a cracked on the rim of the reservoir. Customer also reported that the o ring has fallen off of the pump. Customer's blood glucose reading was 112 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.